Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #302832. Lot #4290284. Verbatim: rcc received a complaint via email. Item: 302832. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po : (B)(4). Are any samples available for return? Yes. Reported issue: customer (B)(6) stated they received single syringe that was halfway opened. There was only one syringe in the box affected.

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported a single syringe was halfway opened. To aid in the investigation, two samples in packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One packaging blister has a packaging top web red color splice and the second packaging blister has a packaging top web black color splice. No other defects or imperfections were observed. This condition occurs if a new packaging top web roll was spliced with a current roll and the splice was not removed. A device history record review was completed for provided material number 302832, lot 4290284. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.